Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. The physician attempted to pump the ipp, but the device did not inflate. The ipp was explanted and replaced with a new ipp. There were no patient complications reported.